Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("the pain resonates though") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), back pain ("lower back pain"), genital haemorrhage ("bleeding"), alopecia ("hair falling out"), abdominal pain ("cramps are worse"), abdominal distension ("bloated") and fatigue ("tired"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, fatigue, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: patient plan to have one more baby, he removes the coils and reconnect the reaming tube to the uterus. Previously date of insertion was reported : (B)(6) 2010. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly ,no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: patient date of birth, age, imdrf code ,new reporter of lawyer ,reference section added and product start date, stop date, non drug treatment notes, reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("the pain resonates though") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, stress incontinence, abnormal uterine bleeding, skin cancer, cholecystectomy, migraine, anxiety, depression, stress urinary incontinence, dyspareunia, pelvic pain and menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), back pain ("lower back pain"), genital haemorrhage ("bleeding"), alopecia ("hair falling out"), abdominal pain ("cramps are worse"), abdominal distension ("bloated") and fatigue ("tired"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, fatigue, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: patient plan to have one more baby, he removes the coils and reconnect the reaming tube to the uterus. Previously date of insertion was reported: (B)(6) 2010. Discrepancy noted: removal date: as per argus (B)(6) 2018. As per mr: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: microscopic diagnosis: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: acute and chronic cervicitis. Endometrium: superficial adenomyosis. Secretory phase. Myometrium: no significant pathologic abnormality. Fallopian tubes, bilateral: no significant pathologic abnormality. Gross description: the excised fallopian tubes each measure approximately 6 cm in length. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly ,no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('the pain resonates though') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), genital haemorrhage ("bleeding"), alopecia ("hair falling out"), abdominal pain ("cramps are worse"), abdominal distension ("bloated") and fatigue ("tired"). The patient was treated with surgery (removes coil). Essure was removed. At the time of the report, the pelvic pain, back pain, genital haemorrhage, alopecia, abdominal pain, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient plan to have one more baby, he removes the coils and reconnect the reaming tube to the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: previously reported event the pain resonates though was updated to serious incident. Essure was removed. Social media received: new events added: back pain, genital haemorrhage, alopecia, abdominal pain, abdominal distension and reporter information were updated. On 23-mar-2020: follow up 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.